Event description:
The customer contacted baxter's service center regarding an unrelated issue. Per the home patient's (hp) registered nurse (rn), the hp had an infection. Baxter product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(4) 2012 regarding the reported incident. The nurse reported that she called baxter on (B)(6) 2012 due to the unrelated issue with the baxter home choice device during therapy while the hp was hospitalized. The pd nurse had no patient identifiers at the time of the call except the patient was a female. The pd nurse stated the patient had drainage at the patient's catheter site and the patient was hospitalized and was being treated for peritonitis. The cause of the peritonitis was unknown. Treatment was not specified. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore the complaint is not confirmed and the assignable cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.